Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon burst occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst and could not be used when it was tried to inflate. The procedure was completed with another of the same device. No complications reported.